Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to uninstall and reinstall the g5 application and ensure transmitter ID is entered correctly. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).